Manufacturer narrative:
The sample was returned for investigation and was missing the side clamp. The reported failure was confirmed. The most probable root cause is a manufacturing oversight.

Event description:
It was reported that the safety clip is missing. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.